Event description:
The customer reported that very minor oozing was noticed on some vessels during a laparoscopic hysterectomy. It was noted that the surgeon was working quickly on the round and broad ligaments. Four seals on each side of the uterus were made. The tissue was in the hinge and tip of the device each time the surgeon was grasping. A covidien representative recommended that the surgeon increased the setting on the forcetriad to 3 bars. The surgeon noted the device worked well and finished the procedure with the same device.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The IFU for this device states to grasp the intended vessel and/or tissue in the center of the jaws. Use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Please see attached memorandum for add'l info. (B)(4).